Event description:
Clinical study. It was reported that during a drug eluting stenting treatment procedure the pt experienced a myocardial infarction. The pt was enrolled in the program in 2004. Target lesion 1 (10 m long) was identified in the mid lad with 99% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with direct placement of a 3.0 x 16 mm taxus stent. Residual stenosis was 0%. During the procedure, the pt complained of significant chest pain that was attributed to a side-branch occlusion of the septal perforator (however, source notes this was already subtotally occluded). The pt was watched on the table; repeat angiography confirmed patency of the stent and timi 3 flow. The pt was given pain medications as well as beta blockers (for control of elevated bp during the procedure). The pt's pain subsided and, after 10-15 minutes of observation, they were transferred to the ccu in stable condition. The pt's post-procedure cardiac enzymes were elevated. The pt was discharged 4 days later. In the opinion of the physician the relationship to taxus stent is "unk" and the relationship to target vessel is "not related."

Event description:
The pt was enrolled in the program in feb. 2004. Target lesion 1 (10 mm long) was identified in the mid lad with 99% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with direct placement of a 3.0 x 16 mm taxus stent. Residual stenosis was 0%. During the procedure, the pt complained of significant chest pain that was attributed to a side-branch occlusion of the septal perforator (however, source notes this was already subtotally occluded). The pt was watched on the table; repeat angiography confirmed patency of the stent and timi 3 flow. The pt was given pain medications as well as beta blockers (for control of elevated bp during the procedure). The pt's pain subsided and, after 10-15 minutes of observation, pt was transferred to the ccu in stable condition. The pt's post-procedure cardiac enzymers were eleveated. The pt was discharged 4 days later. In the opinion of the phyician the relationship to taxus stent is "unk" and the relationship to target vessel is "not related."